Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the device was received without its primary packaging for evaluation. Visual inspection was performed on the returned sample received and all components were correctly placed and according to the specification; however, a cut was observed in the tube. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type standard bore catheter extension set had a cut in the tubing. This was observed during patient use in the ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.